Manufacturer narrative:
(B)(4).additional narrative: per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition of 'missing blue winged cap' could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) intermate sv 100 was missing the blue winged luer cap. This was observed before use. There is no patient involvement. No additional information is available.